Event description:
It was reported that a user replaced a dexcom g7 sensor and initially received glucose readings on the dexcom app but not on the ilet, consistent with a communication and pairing issue between the ilet and the continuous glucose monitor. The agent verified the pairing code, toggled the sensor within the ilet, restarted the ilet, and attempted to re-pair, after which the user reported the ilet was displaying readings that were high. Symptoms included hyperglycemia and sleepiness. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included a review of device history through user interview, clinical support troubleshooting, and device interaction checks including power cycle, pairing verification, and sensor toggle. Investigation of this case revealed that re-pairing and system restart resolved the loss of glucose data display on the ilet, with restored real-time cgm data and ongoing automated insulin modulation. It was concluded that the event was due to a temporary connection or pairing failure between the cgm and the ilet, with device performance restored following standard troubleshooting and no device malfunction confirmed.